Event description:
It was reported that approximately one month post implant, the patient's right ventricular (rv) lead dislodged into the atrium, and had no capture or sensing. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.